Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2020, mentor became aware that surgical intervention was performed on the left side on (B)(6) 2019 to remove capsule and implant was re-implanted. The device will be explanted on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; baker grade IV and off -label use. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade IV postoperatively. On (B)(6) 2020, mentor became aware that surgical intervention was performed on the left side on (B)(6) 2019 to remove capsule and implant was re-implanted. The device will be explanted on (B)(6) 2020.